Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified location. The leaks were discovered at the dispensing room before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between november 07, 2018 - november 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.